Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer noticed smoke coming from inside the reagent carousel of architect i1000sr processing module. After opening the reagent carousel panel found the burned connector of reagent cooler fan. There was blackish deposition on top of reagent carousel panel. The 24v fuse was blown. The replacement of 24v fuse and reagent cooler fan by the field service representative (fsr) which resolved the issue. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
A review of tracking and trending data did not identify any related trends for the product for the issue. A review of the architect i1000sr, serial number (B)(6) service history, revealed no additional issues of sparking (charring/burn) observed due to a part, reported on the (B)(6). The architect system operations manual contained adequate information for the troubleshooting, removal, and replacement of the cable, rgnt cooler, thermistors and fan, w212 (rohs) (7-200344-05). The replacement of the 24v fuse and parts were the issue resolution. The 2024 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to arc the cable, rgnt cooler, thermistors and fan, w212 did not spread to other parts of the module. Based on the available information no product deficiency of the arc the cable, rgnt cooler, thermistors and fan, w212 or architect i1000sr processing module, serial number (B)(6), was identified.

Event description:
The customer noticed smoke coming from inside the reagent carousel of architect i1000sr processing module. After opening the reagent carousel panel found the burned connector of reagent cooler fan. There was blackish deposition on top of reagent carousel panel. The 24v fuse was blown. The replacement of 24v fuse and reagent cooler fan by the field service representative (fsr) which resolved the issue. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.